Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips twist and don't close properly. Pulled another device finished the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Instrument (b) was not returned for evaluation. All other information is the same for both devices.